Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code) was confirmed. Upon evaluation, belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing a service code.